Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt was seeing the settings not available message as of 2025-mar-22. The pt met with a rep on (B)(6) 2025 and checked impedances noting that contacts 8-10 and 15 were showing "red xs" indicating out of range impedances. No symptoms reported. The pt believes this may have corresponded to their time at a car show where their vehicle stereo system operates at 25-32 hz at 150 decibels. It was reviewed with the rep that the exact reason for the change in impedance could not be determined and that this may be associated with the previous report of high impedances. The rep reported they programmed around these contacts (8-10 and 15) and found some contacts on the 8-15 lead showing 960-1120 ohms. The rep confirmed that the pt said they had not experienced any trauma, accidents, falls, etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, there were high impedances; 8,9,10 ,15 >40000. The connection check showed red x at 8 and 10. Cause was not known. Issue is ongoing. Information has been confirmed with hcp.